Manufacturer narrative:
Customer has been requested to provide additional information in order to further evaluate the event, customer has not responded yet. The cause for the discordant results is unknown.

Event description:
Customer reported false negative leukocytes and protein results on the instrument. There was no report of injury due to this event.

Manufacturer narrative:
This complaint is not confirmed. Siemens reviewed customer's technique and maintenance. Customer had not previously performed maintenance. Instrument was exchanged and was not made available for investigation. No further investigation is possible.